Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti rec'd a complaint on (B)(6) 2015 reporting that the pt underwent an incisional hernia repair with implantations of a fortiva dermis graft on (B)(6) 2015 and experienced graft rupture two days post-operatively. On an unk date, the graft was removed. Add'l info regarding the pt's clinical course was requested from the physician's office. To date, no add'l info has been provided to rti for review.

Manufacturer narrative:
Method: the graft was not returned for eval. A re-review of the mfg records, sterilization run reports, environmental monitoring results, quality control/ assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no departures were noted during mfg records re-review that affected the release of graft ID (B)(4). Environmental data generated during and around the time of processing of this graft were acceptable. Porcine dermal grafts undergo a validated sterilization method; tutoplast which included gamma irradiation after packaging. To date, rti has mfg (B)(4) xenografts from lot #: mp133001 and distributed (B)(4) without related complaints. Graft ID (B)(4) was mfg to spec prior to distribution. Conclusion: although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. There are no related complaints associated with distributed grafts from lot #: mp133001. Graft ID (B)(4) was mfg to spec prior to distribution. Porcine dermal grafts undergo a validated sterilization method; tutoplast which includes gamma irradiation after packaging.